Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was also noted the keyboard pad was out of specification, and the battery cartridge and one side bail cover were broken.

Event description:
It was reported that the device was being sent in for repair. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.